Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device and the reported difficulty removing the device were unable to be replicated in a testing environment as they were based on operational circumstances. The reported device damaged by another device was not confirmed as the damaged device remains in the patient. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a circumflex artery. A 2.25 x 12 mm xience v stent delivery system (sds) failed to cross through a deployed 2.75 x 18 mm xience v stent implant, and became entangled with the deployed stent implant. The 2.25 x 12 mm xience v sds was removed with resistance noted. The deployed 2.75 x 18 mm xience v stent implant was noted to be damaged. An unspecified balloon dilatation catheter (bdc) was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.